Event description:
It was reported that the patient's blood glucose level reached 3.5 mmol/l (63 mg/dl) while the pod was worn on the arm between 37 and 48 hours. The patient treated her blood glucose levels by drinking juice.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulinthe soft cannula was found to be torn off. The soft cannula was found to be shorter then expected due to the damage. The exact timing of the damage could not determine be determined. The observed damage did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.